Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicate that registration between the stone model and patient scan was acceptable after making minor modifications to correct discrepancies. The guide initially failed its quality analysis due to insufficient sleeve stability at site #5. However, sleeve support material was added around both sleeves and the guide passed subsequent testing. Site #5 did not have any observed issues during surgery. The returned guide was determined to seat well on the dental model with stable sleeves. The trajectory analysis determined that the trajectory aligned well with the treatment plan and the deviation was within the standard tolerance of <0.5 mm. The treatment plan for this case was reviewed. The doctor had initially planned implant #12 1.2 mm away from the existing implant at site #13. Therefore, the implants at these sites were planned in relatively close proximity. During production, the anatomage technician identified that the sleeve at site #12 would impact tooth #11 which would affect guide fabrication. Therefore, the case was kicked back and the doctor was given five options for consideration to clear the sleeve impaction, including downsizing the sleeve type, changing instrumentation or moving the implant 1 mm distal. The doctor chose to move the implant 1 mm distal and the planning file was adjusted accordingly. This movement caused the implant #12 0.2 mm away from the existing implant at site #13. This change significantly reduced the clearance between the implants and greatly increased the likelihood of impaction during surgery. Although this movement was provided as an option to clear a separate issue, it is the doctor's responsibility to ensure the treatment plan remains effective. This expectation is reflected by the guide service agreement ((B)(4)) which was signed by the doctor. Therefore, the most likely cause of this adverse event is the modification of the final treatment plan confirmed by the doctor which allowed for less clearance between the new and existing implants.

Event description:
After placing the implants using the guide, the doctor took xrays at multiple angles. Based on the photos, the doctor believes that implant #12 was touching the existing implant at site #13. Implant #12 was removed and site was grafted. Implant #5 was placed without issue.